Event description:
The pump was returned for touchscreen input issues. Upon return, the device was found to register touch input without any user intervention. An internal investigation was opened to address this issue. A new lcd will be installed during the repair process.

Event description:
The following has been reported: biomed reported: "lvp sn (B )(6) came with a patient incident. Issue stated "it took approximately 6 minutes to swope the lock open to silence the alarm." A preliminary review identified the following issue: mechanical hardware failure (screen no input) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.